Event description:
It was reported that the pump was not infusing.

Manufacturer narrative:
One (B)(6) medfusion pump was returned for analysis for not infusing. No physical damage was identified during the physical inspection. During analysis, the reported issue was unable to be duplicated. Occlusion test was performed and no problem found. Pump is infusing as intended. Based on the evidence, the complaint was not confirmed. Service performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.